Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient believed he had an infection at the ipg pocket and went to the dr. The dr. Obtained a culture at the ipg site which indicated there was no infection at the ipg site.